Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). Corrected data: b5 (describe event or problem). The 7300tfx25mm valve was implanted in mitral position underwent a valve in valve procedure. H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 78 year old patient with a 7300tfx25mm valve implanted in mitral position underwent a valve in valve procedure after an implant duration of approximately 6 years and 5 months due to degeneration leading to stenosis. As reported, patient presented with shortness of breath and syncope. A 26 mm transcatheter valve was successfully implanted within the pre existing surgical device. As reported, patient was noted as to be discharged home on pod#5.

Manufacturer narrative:
H10 additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 78 year old patient with a 7300tfx25mm valve underwent a valve in valve procedure after an implant duration of approximately 6 years and 5 months due to degeneration leading to stenosis. As reported, patient presented with shortness of breath and syncope. A 26 mm transcatheter valve was successfully implanted within the pre existing surgical device. As reported, patient was noted as to be discharged home on pod#5.